Event description:
Additional information received via email. There was no reported patient involvement.

Manufacturer narrative:
Other, other text: g1,2 email is: regulatory.responses@icumed.com. One device was received without pressure chambers. Per visual inspection, the bottom of the enclosure on both sides had been modified (identical pieces cut out), this caused damage to the serial number label. The air detector had been partially disassembled and missing screws. Per functional testing, re-assembled the air detector and the device worked as intended. The most probable cause of the alarm was the gas/vent filter was not fully primed or the gas/vent filter was being physically pulled away from sensor. The complaint was not confirmed. The device was tampered with and disassembled when received for evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the mount block assembly, left/right door mount and the door assembly on the air detector. Replaced the fan guard and o-rings for preventative maintenance. The device passed all functional and delivery tests.

Manufacturer narrative:
D4 was corrected. UDI related data quality updates only.

Event description:
It was reported that the air detector "alarms yellow light at times". Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.